Event description:
The customer's mother reported the passing of her son due to a severe hypoglycemic reaction during the night. The doctor downloaded the insulin pump and stated that it was working properly at the time of the customer's death. The mother declined to return the insulin pump at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.